Event description:
The pump reportedly turns on and off on its own without alarms. It was set to infuse normal saline at an unspecified "keep open" rate, with intermittent antibiotics administered. The night nurse observed that during the night "the pump turned off and on sporadically without alarm." The pt reportedly was back and forth to the bathroom frequently and it is not known if the pump was consistently plugged in after ambulation. There were no adverse effects to the pt. No add'l info was available.

Manufacturer narrative:
Testing and investigation did not confirm the reported complaints of undelivery or turns on/off on its own. The device failed performance verification testing (pvt) for occlusion at low range but passed performance verification testing occlusion at mid and high ranges. The device passed battery testing and performance verification testing short term delivery test but failed long term delivery test at +4.25%. (Device specification requires delivery to be +/-4%). The device did not turn off or on unaided without being programmed to do so. On instance of pump failure was received during testing which indicates an error in inter-"pwa" communications and a possible failure of a cable, control "pwa" and/or pump "pwa". The possible failures of the cable, control "pwa" and/or pump "pwa" were not related to the reported event. No corrective action required. The frequency of death or serious injury reports for omniflow product for underdelivery is < 0.60/million sets.